Event description:
Philips received a complaint on the v60 ventilator indicating that they could not enter diagnostic mode. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. As the device is entered into diagnostic mode through the accept button which is wired to the switch pcba, the switch pcba was replaced to resolve the reported issue. Good faith efforts (gfe) are being completed to obtain the device use at the time the reported issue was discovered.

Manufacturer narrative:
In a good faith effort (gfe) response received, it was confirmed that the device use at the time of the event is unknown. The investigation concludes that no further action is required at this time. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00194. All information from the original report(s) has been transferred to this report.